Manufacturer narrative:
(B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. The device was not received for analysis. Visual analysis of the returned sample determined that the one xr30v reload was received damaged as the rear cap was broken off, no returned for analysis and fully loaded with staples. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not following the reload may became damaged. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate. Device history batch: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device history review: null.

Event description:
It was reported that during a nephrectomy the tx30v was not able to be loaded and when it was taken off it broke. The procedure was completed with no patient consequences.